Event description:
It was reported that an unspecified quantity of clearlink system secondary medication set had backflow issues. These issues were further described as, ¿challenges related to the inability of the primary solution to flow freely (or at all) into the secondary set¿. The issue was identified while priming the devices. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information was added to h3, h6 and h10. H10: one actual and one companion sample were received for evaluation (without pouches). Visual inspection was performed using the naked eye which did not identify any abnormalities that could have contributed to the reported condition. Under water pressure testing was performed in all samples and no leak or blockage was observed. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H6: remove a140501 for backflow and add a141401. H10: upon further review, it was determined that the reported issue was failure to prime and there is no potential for harm to the patient in this event. Should additional relevant information become available, a supplemental report will be submitted.